Event description:
It was reported the effect of energization could not be observed. During a ablation procedure with a intellanav open-irrigated catheter, when energization was performed there was no loss of potential observed, and the impedance didn't decrease. The effect of energization cannot be observed. The catheter had an impedance range of 99 - 96 ohms. There was no error message confirmed. The procedure was approximately 1 hour after starting mapping when the issue occurred. After replacing the catheter with a non-bsc catheter, it was confirmed that there was a slight effect of energization, and that the impedance had dropped/decreased. The procedure was completed without issue.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end and inside several irrigation ports. Electrical tests revealed that while manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Hdx testing revealed a noise test was performed while observing impedance during ablation. Impedance measurements appeared normal and were typical. Noise testing during ablation condition met current device specifications, where peak to peak values were less than 0.4 mv. Maximum values of about 0.16 mv peak to peak were observed in the abl 1-2 bipole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported the effect of energization could not be observed. During a ablation procedure with a intellanav open-irrigated catheter, when energization was performed there was no loss of potential observed, and the impedance didn't decrease. The effect of energization cannot be observed. The catheter had an impedance range of 99 - 96 ohms. There was no error message confirmed. The procedure was approximately 1 hour after starting mapping when the issue occurred. After replacing the catheter with a non-bsc catheter, it was confirmed that there was a slight effect of energization, and that the impedance had dropped/decreased. The procedure was completed without issue.